Event description:
The customer reported to olympus, three (3) patients had adverse events after procedures involving the soltive fiber and soltive system. No malfunctions were reported. Patient 1 of 3 had a flexible laser ureteroscopy on the left kidney on (B)(6) 2020 at the age of 72 years old. This event is reported in: (B)(6) is for the soltive fiber and patient 1. (B)(6) is for the soltive system and patient 1. Patient 2 of 3 had a flexible laser ureteroscopy of the left kidney with 20mm stone, on (B)(6) 2021 at the age of 72 years old. This event is reported in: (B)(4) is for the soltive fiber and patient 2. (B)(4) is for the soltive system and patient 2. Patient 3 of 3 had a flexible laser ureteroscopy and destruction of an 8mm stone of the left pyeloureteral junction on (B)(6) 2021 at 33 years of age. This event is reported in: (B)(4) is for the soltive fiber and patient 3. (B)(4) is for the soltive system and patient 3. This report is for patient 1 and the soltive fiber patient 1 of 3 had a flexible laser ureteroscopy on the left kidney (B)(6) 2020 at the age of 72 years old. On exploration, the surgeon identified the voluminous left pyelic calculus which blocks the pyelon and prevents access to the calyces. The soltive fiber 200 was used for long destruction of the extremely hard calculus. Once the calculus is destroyed, the calyces could be accessed. The surgeon proceeded to destroy the 5mm left inferior calyceal stone. The other inferior calyces were not visualized. Residual fragment was extracted using dormia forceps for morpho-constitutional analysis. The duration of the procedure was 136 minutes and the intensity and frequency are unknown. The customer reported in the operative follow up, the patient had a bilateral flexible ureteroscopy with balloon dilatation of the pyeloureteral junction of the left kidney (B)(6) 2022 to treat residual fragments on the left, stenosis of the left junction and treat stones in the right kidney using holmium laser. The patient had a technetium-99m mag3 on (B)(6) 2021 for non-functional left kidney (5% of renal function).the patient had recurrence of the stenosis of the pyeloureteral junction of the left kidney. The left kidney was left in place due to the absence of new infectious complications and the patient's significant comorbidity.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial/lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, since the subject device was not returned to olympus for an evaluation, the root cause of the reported event could not be identified. There were no allegations of a malfunction of an olympus device, and it could not be determined if an olympus device contributed to this potentially adverse event. Olympus will continue to monitor field performance for this device.